Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date it was reported that during an endoscopy the gastroenterologist found that the internal retention plate of peg tube has been buried in the patient's hernia. It was reported that internal retention plate was detached from the hernia by the physician, and the patient did not require surgery. The patient did not undergo a tubing replacement. On an unknown date, it was confirmed by the patient's wife that the patient experienced buried bumper syndrome.